Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Received a call from a patient's father that the express mini 500 did not seem to be working because patient was having difficulty breathing. There was no bubbling in the chamber and the check mark was present on the device. The patient's father was advised to contact his doctor right away and go to the ER if the patient was experiencing difficulty breathing.

Manufacturer narrative:
The incident report claims the patient had difficulty breathing while attached to the express mini 500. The patient's father called to inquire about the device. The (B)(6) pressure indicator's checkmark was 'on' and there was no bubbling when the drain was tipped to the side. Both of these indicate: there was (B)(6) pressure inside the drain because the checkmark was 'on', the lack of bubbling indicates no (B)(6) pressure was present (i.e. No active pneumothorax present), and the drain was functioning properly. The dry seal valve was working and the system was 'closed' (not allowing atmospheric air into the system). The patient's difficulty breathing could have been related to catheter position, pain medicine management, or another unknown reason. However, from all of the information provided, the drain was functioning correctly and the patient was not in clinical danger due to drain malfunction. The express-mini drain is intended to re-establish lung expansion and restore effective breathing dynamics. The complaint describes difficulty breathing in the setting of a correctly functioning chest drain as indicated by the green check mark and the lack of bubbling. This would indicate that there had been a change in the patient's condition requiring evaluation by a physician.